Event description:
It was reported that the customer experienced resistance when filling a cartridge. Customer's blood glucose was 180 mg/dl. Reportedly, the septum was damaged. A new cartridge was loaded to address the event.